Manufacturer narrative:
Received one device. Visual inspection found no damage, during the downstream occlusion sensor (dso) test, the delivery was less than required. The parts were replaced with new ones. Performance verification tests were performed. All tests exceeded specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the volume test (18.8-21.2 ml) with values of 18.100, 18.268. Device requires further evaluation and repair from ICU. The event occurred during testing.